Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient arrived at the emergency room with heart rate in the 30s. No capture, undefined high impedance, and confirmed lead fracture were also reported. The right ventricular (rv) lead was capped and replaced. No further patient complications have been reported as a result of this event.